Manufacturer narrative:
On 07/25/18, it was reported to mentor that the lot number was 102616. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/25/18, it was reported to mentor that the device history record ( DHR) of lot number 102616 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturing date is 07/01/1994 and sterilization expiration date: information not available. On 07/25/18, it was reported to mentor that according with the information received, the patient experienced a rupture in the breast implant. Since the reported product was not returned no product failure analysis can be conducted and no determination of possible contributing factors could be made. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the product is received in the future we will perform the investigation as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary procedure with a gel mentor breast implant of unknown type and experienced rupture on the left breast implant. The rupture was confirmed by the ultrasound mammogram on (B)(6) 2017. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.